Event description:
The rptr stated that the device is not venting, but creating a positive or negative pressure when injecting or withdrawing from a vial. The rptr contacted the MFR and was told that there have been no reports of any problems.